Event description:
It was reported that a leak occurred at the bottom of the pump at the interface between the pump and the connector, and the user disclosed the connector was not fully twisted, after which a full set change with insets and chamber cleaning using a cotton swab were completed without further issues. Customer care provided troubleshooting and user education on proper connection technique. Investigation of this case revealed a connection integrity issue at the pump-connector interface consistent with improper assembly and user handling. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and resolution after troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was user technique.